Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded). The customer replaced several lifebands to troubleshoot the issue, but the ua18 advisory message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded)" was confirmed based on the archive data review but was not confirmed during functional testing. The autopulse platform passed all tests and performed as intended. The probable root cause of the reported ua18 advisory message was that the autopulse detected no weight present on the platform. Visual inspection of the returned autopulse platform revealed a crack at the front-end area of the front enclosure, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the observed issue. The archive data review showed multiple ua18 advisory messages on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/object/manikin. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/object/manikin, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/object and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. During further testing, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. In addition, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) and known-good test batteries until fully discharged. The autopulse platform passed the test without any issues, unable to replicate the customer's reported complaint. Following service, the autopulse was subjected to final the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.